Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation was performed. Product deficiency has not been identified. Based on the failure mode, probable cause, risk assessment and/or labeling review of this incident, there was no deficiency in design or manufacturing of the product in question. Non conformance was not identified, and no device failure was identified. The documentation and label review defines where complications are described as a potential adverse event associated with this type of surgery. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with inflammation in both eyes; the right eye greater than the left. The patient commented that vision was good. The topical steroid dosage was increased, and an oral steroid prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient symptoms did not interfere with daily activities.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.